Event description:
Restrictive strabismus secondary to scleral buckling material (miragel sponge) in right eye, 5-11-98. On 5-12-98, rhegmatogenous retinal detachment in right eye, with repair of same by vitrectomy and fluid gas exchange.